Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing pain in their right butt cheek and down their right leg. The patient stated that they tried increasing stimulation on both groups a and b, but it got to a point where they felt like they were ¿walking on (B)(6), which was uncomfortable¿. The patient stated that they were currently on group a which was turned up to 10.3v and with this group they only had 1 program which controlled both their left and right side. The patient tried switching to group b on the call. The patient confirmed program 1 controls their right side, but if they go any higher than 7.0 then they get the ¿walking on (B)(6)¿ sensation and it becomes uncomfortable. The patient also mentioned that they tried turning adaptive stimulation (as) option off, but that didn¿t seem to make a difference. They stated that they had already contacted their healthcare provider (hcp) who had an appointment scheduled for wednesday. The patient stated that their hcp told "the" to call the manufacturer to see if they could do anything else for them. The patient stated that the hcp already said that ta rep would be at the appointment as well. The patient stated they just wanted to double check on tuesday to make sure a rep would be at the appointment. Symptoms reported were pain. It was reported that the event occurred in (B)(6) 2018, about a week and a half ago. Additional information was received from the health care provider (hcp) on (B)(6) 2018 reporting that around the week of (B)(6) 2018 the patient complained of a hot stabbing pain that increased, went from right buttock radiating down posterior rle distal to knee, it was exacerbated by walking, and became more severe than before the surgical intervention. The pain was alleviated by lying supine with feet elevated. The hcp suggested surgical intervention. At the time of the patient's last clinic visit on (B)(6) 2018 the issue was not yet resolved and the pain was unchanged. No further complications were reported.